Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that the health care professional (hcp) requested review of this pacemaker after an external monitor recorded a ventricular rate of approximately 37 beats per minute (bpm) despite the lower rate limit (lrl) being programmed to 80 bpm. Technical services (ts) reviewed the information and discussed possible causes. The field representative reported appropriate capture and the patient was asymptomatic. Ts was unable to definitively determine the cause based on the available data and suggested further in-clinic evaluation to assess intrinsic rhythm and device behavior. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker potentially exhibited oversensing in the right ventricular (rv) lead. Ts provided reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) requested review of this pacemaker after an external monitor recorded a ventricular rate of approximately 37 beats per minute (bpm) despite the lower rate limit (lrl) being programmed to 80 bpm. Technical services (ts) reviewed the information and discussed possible causes. The field representative reported appropriate capture and the patient was asymptomatic. Ts was unable to definitively determine the cause based on the available data and suggested further in-clinic evaluation to assess intrinsic rhythm and device behavior. No adverse patient effects were reported. This pacemaker remains in service.